Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 11jun2020.

Event description:
The gas delivery system (gds) was returned for failure analysis. During testing, the unit declared a watchdog error (and oxygen concentration error). There was no patient involvement. The component was repaired and the unit passed testing. It was determined that the unit failed due to air flow sensor component drifting out of specification.